Event description:
A 24mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abnormal aortic aneurysm in 2001. The pt had minimal iliac vessel tortuosity. It was reported that the aneurysm was 6.1 cm long with a long aortic neck. The bifurcated stent graft was pulled distally when the nose cone and runners were being retracted. A contralateral iliac limb was then deployed before runner retraction was completed. It was reported that an aortic extender cuff was implanted to seal the proximal aneurysm neck, and no clinical sequelae were reported.